Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-50 serial #: (B)(4) description: linear lead with enhance stylet, 50cm.

Event description:
A report was received that following a non-device related fall the patient was not getting any coverage at the lower back and had stimulation at the ribs. High impedances were also noted. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the lead with high impedance also migrated and it was due to fall. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a non-device related fall the patient was not getting any coverage at the lower back and had stimulation at the ribs. High impedances were also noted. The patient will undergo a lead replacement procedure.